Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. Moisture damage found on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after went swimming with it. The customer stated the device was in the water for about 10 minutes. Blood glucose value was 300 mg/dl; treated with manual injection. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.